Event description:
Patient was using the dignicap scalp cooling system during her chemotherapy treatment on her visit day. She had been using the dignicap for prevention of hair loss for several treatments. She reports nothing unusual with the treatment on her visit day except that later she had rubbed her forehead and notice that skin had peeled off. She came in for a follow-up appointment with doctor on a later date and showed us the two areas temple and forehead that were affected. She reports no blistering just skin peeling. She had put ointment on it at home.